Manufacturer narrative:
A sample device was not returned for analysis. The condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issues cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was difficult to push the lens through the injector. Two large scratches were seen on the lens. Another lens was implanted instead. There was no harm to the patient. Additional information was requested.